Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose and protruded drive support disk. The insulin pump had a cracked case at a display window corner, broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed during manual prime. Customer was advised to disconnect from the device. The piston on the device continued to move forward after reservoir contact. The device squirting out insulin. No numbers or beeps appeared in the device. Customer was unable to leave prime and used another set. The device was not dropped, or exposed to moisture. The drive support cap was not damaged. Customer's blood glucose was 397 mg/dl. No further information reported.